Event description:
While trying to remove a screw, the tip of the driver broke off and the tower of the screw popped. The surgery was successfully completed.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Manufacturer narrative:
H3. Yes. H6: component code: 4756. Investigation findings: 3252. Investigation conclusion: 61. H10: a review of the device history records did not identify any manufacturing or processing-related irregularities related to the hex tip geometry, cannulation size, or other physical features related to the distal working end. Distal hex is confirmed sheared off and missing. The screwdriver locking thumbwheel actuates properly and the threaded sleeve translates along the inner shaft smoothly and freely. Besides damage to the distal hex there are no other signs of heavy wear or misuse. The size of the screw or patient bone quality is not stated in the complaint. The root cause is a result of the screwdriver input torque exceeded the design strength of the driver tip.